Event description:
Device complication: detachment from source. Time of complication: pre-procedure-during prep. Symptoms: no pt involvement. The tip on the accunet was damaged (bent) during prep. This was discovered upon opening. The product was reported as not broken in two pieces. The product was returned to guidant and it was discovered upon evaluation that the shaping ribbon of the device separated from the tip ball. There was no reported injury and no additional info available.